Event description:
Reporter alleged obtaining a discrepant blood glucose value of 351 mg/dl back to back with a result of 152 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time another comparative test of 352 mg/dl was performed back to back with a result of 169 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he does not have any more strips left, and so no product will be returned for eval.